Event description:
It was reported that the customer received a button error alarm on the insulin pump. She also received an unexpected restart alarm. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 56 mg/dl and she treated by drinking juice. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or unexpected restart alarms noted. The device had minor scratches on lcd window, cracked case at display window corners, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.